Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user error - oxytocin.

Event description:
It was reported by the customer reported that the rn thought they had turned off the oxytocin, but did not successfully turn off the oxytocin as intended. This was not discovered until more than 30 minutes had passed. Per the customer's report: "patient in labour was on oxytocin (augment) at 5mu/min. Rn called me (md/mrp) to let me know that a prolonged 3-4 minute decel had just occurred. I asked them to stop the oxytocin immediately. The rn confirmed they were stopping the oxytocin. I went immediately from the ucc to the patient's bedside on cedar. As I walked into the room, I verbally asked for confirmation that the oxytocin was off, and the rn verbally confirmed that the oxytocin was off. The patient was fully dilated, so then started pushing and delivered after a short second stage. After the placenta delivered there was a mild pv blood trickle, so I did bimanual massage, confirmed that oxytocin im was given, and that the bladder was recently emptied. I then asked the rn to check how much oxytocin was remaining in the IV bag that we were using earlier, in case we were to need a postpartum IV oxytocin bolus. The primary rn went to check the oxytocin bag, and noticed that the oxytocin was still running at 5mu/min and had not been successfully turned off after all by the secondary rn in the room. The secondary rn said the had thought she had turned off the oxytocin earlier and had seen the machine read zero when she was turning off the oxytocin infusion. " there was no information on patient outcome. The reporter also indicated that they have no further information on the issue to provide.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer reported that the rn thought they had turned off the oxytocin, but did not successfully turn off the oxytocin as intended. This was not discovered until more than 30 minutes had passed. Per the customer's report: "patient in labour was on oxytocin (augment) at 5mu/min. Rn called me (md/mrp) to let me know that a prolonged 3-4 minute decel had just occurred. I asked them to stop the oxytocin immediately. The rn confirmed they were stopping the oxytocin. I went immediately from the ucc to the patient's bedside on cedar. As I walked into the room, I verbally asked for confirmation that the oxytocin was off, and the rn verbally confirmed that the oxytocin was off. The patient was fully dilated, so then started pushing and delivered after a short second stage. After the placenta delivered there was a mild pv blood trickle, so I did bimanual massage, confirmed that oxytocin im was given, and that the bladder was recently emptied. I then asked the rn to check how much oxytocin was remaining in the IV bag that we were using earlier, in case we were to need a postpartum IV oxytocin bolus. The primary rn went to check the oxytocin bag, and noticed that the oxytocin was still running at 5mu/min and had not been successfully turned off after all by the secondary rn in the room. The secondary rn said the had thought she had turned off the oxytocin earlier and had seen the machine read zero when she was turning off the oxytocin infusion. " there was no information on patient outcome. The reporter also indicated that they have no further information on the issue to provide.